Event description:
Voluntary medwatch form received via cdrh reporting a non-delivery of IV fluids. The report reads: "pt was given IV fluids due to elevated temp and nausea. IV pump set to deliver IV fluids at 50cc/hr. At end of shift, the nurse went to clear pump, which showed 419cc had been delivered. Rn also noted blood backed up into tubing. Noted that there had not been 400cc of fluid out of IV bag." Further contact with the customer verified the above info. The customer also indicated that the tubing was improperly loaded into the pump at the top of the channel where the tubing takes the first bend down. The tubing was reported to be properly placed the rest of the way down the channel. The pt did not receive maintenance IV fluids for 8 hours. There was no reported adverse pt event and no medical interventions were required.